Manufacturer narrative:
An event regarding thread damage involving a cutting edge impactor was reported. Review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced. Conclusion: the reported event for damage was confirmed. A material analysis inspection was performed and indicated "fracture observed on tip of threads consistent with an overload condition and contact against a hard object. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." The device was discovered during inspection. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
Have received a 2101-0200 from customer. They dont know when product broke. Discovered in sterile department. It¿s been forgotten in a box. Has not been used in surgery since discovered damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Have received a 2101-0200 from customer. They don¿t know when product broke. Discovered in sterile department. It¿s been forgotten in a box. Has not been used in surgery since discovered damage.